Manufacturer narrative:
Additional information received on 4/8/2019 identified the device as a saline mentor smooth round moderate profile 375cc, catalog number 3501660, lot number 192390. The procedure was identified as breast augmentation primary. The patient also reported two additional autoimmune disorders had developed post-explantation of the devices. Patient date of birth was reported as (B)(6) 1965. The concomitant product was identified as a saline mentor smooth round moderate profile 375cc, catalog number 3501660, lot number 179337. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The reported date of implantation is prior to the manufacturing date for this device. If additional information is received regarding the correct lot number of the device or date of implantation, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch report mw5083473) that a patient of unknown age who underwent an unspecified procedure with unspecified mentor gel breast implants developed "horrid joint pain" that prevented patient from "doing much of anything". The patient reported they were a body builder up to that point. The patient developed debilitating fatigue, and several autoimmune diseases. The patient had the devices explanted on (B)(6) 2007 and some of the symptoms subsided, however, most of the symptoms remained. No product issue, such as rupture, was reported. The root cause of the patient's symptoms are unclear. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases. This report is for the second of two devices.